Event description:
It was reported that the five of the strut medium are wearing causing numbers to be unreadable. It is unknown whether the event happened and if there was a patient involvement.

Manufacturer narrative:
H6: the associated device, intended for use, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device has scratches and nicks making it difficult to read the ruler, rendering the device inoperative. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Damage from misuse or rough handling are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.